Event description:
Additional information received reported that the patient thought the implantable neurostimulator (ins) on his right side was off. The patient was having large dyskinesia on his left side and it started a couple of hours before the report. The patient was assisted in checking his ins's and the left ins was found off. The patient was able to get it turned back on. The right ins was found on. The patient asked why it kept turning off and thought it must be something in his apartment, "maybe the door." The last time the patient saw his neurologist the ins was reportedly off 72% of the time, but it was not specified which ins.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v265356, implanted: (B)(6) 2009, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v265356, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was originally reported on (B)(6) 2014 that the patient saw the nurse assistant, the day prior to the report and one of the two sides was actually turned off. The left side was active 24% of the time and the right side was active 78% of the time. The patient asked the nurse about the numbers and she turned the implantable neurostimulator (ins) back on. The patient asked ¿if it was the battery and the nurse said no the battery was fine.¿ the patient also had a loss of therapeutic effect that started ¿about three months ago.¿ the patient had an increase in dyskinesia and stated ¿we had a amantadine and neurontin introduced into him, amantadine was taken for dyskinesia and neurontin for a foot problem and he thought they teamed up to give him more dyskinesia, so he went to the nurse and she said she did not know if that was the cause, but it could have been the therapy controller was turned off and she said let us try this new setting.¿ the patient noted that he was moving around pretty good on the day of the report. The nurse told the patient to check his ins¿s once per week using the patient programmer. The patient could not because his programmer battery was d ead during the report. Twenty days later it was reported that the patient¿s stimulation was turning off. The patient stated that his healthcare provider (hcp) discovered this a couple of weeks ago when he went in. The patient stated that his hcp said that his ins was on 38% of the time. The patient noted that his hcp believed his refrigerator or microwave was toggling his ins on and off. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient saw their healthcare professional (hcp) six weeks prior to this report and the hcp told them the implantable neurostimulator (ins) seemed to be off about 20 percent of the time. The ins was spontaneously turning off. The hcp also told the patient to check the ins every day. When the patient used the patient programmer and pressed the check ins button, all three lights came up. An appointment with the patient's hcp was scheduled for (B)(6) 2015. The cause of the event was not determined and the patient did have a 50 percent or greater symptom reduction. The patient had recovered without permanent impairment. The patient later reported they had been having parkinson's disease symptoms on the left side of their body. When the patient checked the right ins they saw three lights were on and when they checked the left ins they saw that the ins was off. The patient did not have any symptoms on the right side of their body. The patient's symptoms had been there since shortly after their appointment with the hcp in early (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
The patient noticed that he had a lot more dyskinesia at the time of the report than in the morning. The patient thought his implantable neurostimulator (ins) was somehow turned off that morning or he was feeling effects from his hammertoe surgery the week prior. The patient checked his ins's with the programmer and indicated that the yellow therapy off light was on one side. The patient was unable to turn stimulation on with the blue "therapy on" button. The other ins was found on.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was confused about proper reading with the programmer. The patient was assisted in checking his left implantable neurostimulator (ins) and only the 9 volt battery light came on. The patient tried the right side and saw all three green lights. The patient then pressed the ins status button on the left side and saw the ins off light. The patient turned the left ins on and saw all three green lights. The patient noted that when he pressed the ins on button he "felt a surge of energy through his hand." The patient had an appointment "the week after next" with his neurologist and "would just live with it."